Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed multiple alarms. The customer's blood glucose was 140mg/dl. The customer was unable to troubleshoot due to pump being stuck on the a alarms. Unable to resolve alarm.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No watchdog timeout, rtc/internal clock comparison or unexpected restart alarms were noted. The pump had cracked battery tube threads and minor scratches on the display window.